Manufacturer narrative:
Incidental findings: foreign debris around the rim of the locking mechanism of the inline connector manufacturer's investigation conclusion: the reported event of a controller fault was not able to be reproduced with the returned modular cable. Visual inspection of the returned hm3 modular cable revealed a fluid ingress inside the controller connector. The cable was functionally tested while connected to a test system controller, a test pump, and a test power module/system monitor. The modular cable was manipulated and the system operated with no active alarms. The fluid ingress, observed inside the controller connector of the modular cable did not result in any alarm during the testing of the cable. The device history record was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a controller fault alarm. They reported the green light was on at that time and they felt fine. Upon arrival to the emergency departments (ed), the green light was off and the patient was beginning to have symptoms of heart failure. The registered nurse (rn) stated that the controller would not connect to the heartmate touch monitor, there was no green light and the display showed "controller fault". It was estimated that the pump could have been off for possibly 1 hour. Heparin was suggested for the patient as they had not been on any anticoagulation therapy. A pump exchange was considered. The patient was transferred to intensive care unit (ICU) and placed on impella 5.5 due to worsening renal function. They were awaiting a possible pump exchange. The alarm was described as a controller fault that progressed to the green light being off and the pump being off. This was verified by auscultation of the patient's chest. No vad sounds were heard. The controller and modular cable were exchanged. Log files were unavailable as the controller was unable to be connected to system monitor or heartmate touch. The patient underwent a heartmate 3 exchange on (B)(6) 2024.